Event description:
The customer stated that she had received a blood glucose reading of "hi" using her breeze meter. The customer had called paramedics prior to calling customer service and was waiting to go to the hospital. Her son alleged that paramedics received a low glucose reading before taking the customer to the hospital. The customer and her son could not remember what type of treatment she may have received. No other information could be provided about the event. No product will be returned.